Event description:
It was reported that the patient experienced inadequate pain relief and it was noted that the leads migrated per imaging done. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Investigation results: the ipg and leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on all available information, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Boston scientific investigation has assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate pain relief and it was noted that the leads migrated per imaging done. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 371000, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7080818, UDI: (B)(4).